Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 8:44 on (B)(6), after connecting the infusion connector to the three-way connector for intravenous infusion, the infusion was initiated. Following connection, fluid leakage was observed at the three-way connector. The connector was immediately replaced, air was purged, and the infusion proceeded normally. The patient experienced no adverse reactions. Patient information could not be traced.